Event description:
It was reported, the colonovideoscope had foreign matter come out of the channel. The issue occurred during the therapeutic colorectal stent procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, olympus confirmed result of the reported event and in addition confirmed that the reprocessing was conducted in accordance with IFU. (Refer to diligence log no. Dl24300859-1, dl24300859-3. Olympus could not identify the foreign material. Also, olympus could not conclusively specify the root cause of the foreign material that remained in the device. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.